Manufacturer narrative:
(B)(4). No returns from the customer site were made available for this investigation. The investigation began with a review of manufacturing's final product release testing for architect total b-hcg reagent kit, list number 7k78-20, lot number 81919jn00. The review demonstrated that all release testing values were within specification and no adverse trends were observed. The investigation then addressed the ability of the architect total b-hcg reagent kit in question to accurately detect b-hcg concentrations in abbott architect total b-hcg controls, panels and purchased patient samples and investigated the possibility of obtaining false positive and/or false negative results occurring in patient samples due to sample carryover. It can be concluded that the architect total b-hcg reagent (lot 81919jn00) demonstrates acceptable performance as per label claims. Furthermore, there were no instances of carryover between positive and negative patient samples. This reagent lot also passed specifications in a recent proficiency testing scheme. It was confirmed that the customer suspects fibrin/insufficient clot removal time as a potential cause. It was also noted that on the day when the sample was first tested it is possible the customer did not wait for 30 minutes before centrifugation; therefore, insufficient clot removal time may be the potential cause. The architect total b-hcg package insert (b7k780 77-4440/r2 ) contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. From the investigation currently performed it can be concluded that no product malfunction has been identified for the architect total b-hcg reagent kit list number 7k78-20, lot number 81919jn00 with the investigation demonstrating that safety effectiveness and label claims were met. Correction: catalog# changed to 7k78-20.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78 that has a similar product distributed in the us, list number 6c21. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated a false positive architect total b-hcg assay result of 5700 miu/ml. A new sample was collected and generated a negative total b-hcg result along with a negative ultrasound examination. The original sample was then retested and generated a negative result. There is no further impact to patient management reported. A service call was initiated.